Event description:
A nurse reports that an intraocular lens (iol) would not fold and became stuck in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event.